Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 70-year-old male was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that unspecified complications were encountered during impella 5.5 implant due to the patient's anatomy. The implant was initially aborted; however, it was later noted that the doctor was eventually able to implant the device successfully.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was due to patient condition.